Manufacturer narrative:
B5: updated information: on (B)(6) 2021, the lens was explanted. And then replaced with a shorter lens. And the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+1.0/024 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2021. The surgeon reports excessive vault and narrow iris corneal angle. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.